Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The nurse reported that the drape adhesive was sticking to the pt, causing the pt to become scarred. Add'l info has been requested.